Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell and others and yellow particles on the shell. A visual and microscopic analysis were performed which identified: missing shell (0-25%), stress marks and broken sharp on the posterior. Based on the device analysis the final assessment is: sharp broken on posterior assessed as surgical impact opening.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Explanting surgeon has reported right side device rupture. The device has been explanted.